Manufacturer narrative:
Concomitant medical products: serial# (B)(4), explanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the first post implant day, the right atrial (ra) lead exhibited polarity switch, undefined, high impedance, loss of capture and sensing issue. It was further noted that the operator reconnected the lead but the ra lead was not able to advance far enough into the header of the implantable pulse generator (ipg). The new ipg was tested and there was no issue. The ipg was explanted and replaced and the ra lead remains in use. No patient complications have been reported as a result of this event.